Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed but the exact cause is unknown. One 0.018 in x 35 cm guidewire was returned for investigation within the plastic hoop. The blue end cap was not returned. Two bends are present in the guidewire approximately 17 mm from the distal end. No apparent use residue was observed on the sample. Microscopic observation of the bend locations revealed bends in the coils of the guidewire. Based on the condition of the returned sample, possible contributing factors include damage during storage, handling, and during use. Since the guidewire was observed to be bent, the complaint is confirmed but the exact cause could not be determined. A lot history review (lhr) of recp1637 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of guidewire was bent at the time of opening the package and it could not be used. There was no reported patient involvement. On (B)(6) 2019, guidewire coils were found to be misaligned on returned wire.